Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. Device history record (DHR) review cannot be conducted because the no lot number was provided by the customer. Manufacturer's ref. No: (B)(4).

Event description:
This complaint is from a literature source. It was reported that one patient with symptomatic, drug-refractory persistent atrial fibrillation underwent radiofrequency current (rfc)-based ablation and developed stiff left atrial syndrome. Based on the facts of the case and the author¿s assessment, there were no reported malfunction with any of the bwi catheters and systems used during the case. Thus, this event is unrelated to the device and most likely related to the procedure. Title: ¿insights into ablation of persistent atrial fibrillation: lessons from 6-year clinical outcomes.¿ the purpose of this study was to explore original phase/frequency mapping methods to locate rotors and track changes induced by their ablation. The study was conducted between august 2003 and january 2007. Suspected device is navistar thermocool ablation catheter, however catalog and lot number are unknown.

Manufacturer narrative:
Additional information was received from author on 03/09/2018. Navistar thermocool d curve catheters were used in this study. Complications occurred between (B)(6) 2003 to (B)(6) 2008. Physician¿s opinion regarding the causality of adverse event was possible procedure-related and patient condition related. The event did not result in the impairment of a body function or damage to a body structure. Patients were fully recovered. Manufacturer's ref. No: (B)(4).